Manufacturer narrative:
On 27-may-2022, the product investigation was completed. It was reported that an unknown male patient underwent a atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Device evaluation details: visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30712773l number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown male patient underwent a atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. It was reported that the patient suffered a pericardial effusion. The ablation catheter looked like it was on the roof and the catheter was displaying 11 grams of force. During valsalva maneuver the force went to 128 grams within 2 seconds. The physician pulled the catheter back. During ablation there were no forces over 40 grams. The physician noted low blood pressure and checked with an intracardiac echo. The physician confirmed that there was a very large pericardial effusion at an unknown location. The clinical account specialist thinks that the location of the perforation is on the roof near the right pulmonary vein. A pericardiocentesis was performed and 1300 ml was removed and reinfused through the groin sheaths. There was a total of about 130 ml of blood loss. The patient was stable and transferred to the or for repair. The procedure was aborted. A sternotomy was performed to repair the left atrium. The repair was performed on the ridge of the left atrium near the left superior pulmonary vein and appendage. The patient remained stable after surgical intervention. After further investigation of ablation statistics, the bwi sales consultant did see two adjacent visitags on left atrial ridge at the left superior pulmonary vein where the force max was 53 and 73 grams. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was due to the procedure. The patient did require extended hospitalization because of the adverse event due to the need for surgical intervention. A stockert smartablate generator with serial number (B)(4) was used. A transeptal puncture was performed with an abbott - brk xs series, g407208. No steam pop noticed. The event occurred during the ablation phase. An irrigated catheter was used in the event, default flow settings for stsf: 15 ml high flow due to ablation at 50w were used. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard, and vector force visualization features were used. Parameters for stability used were range: 3mm, time: 3 seconds, tag size: 3mm; no fot used. No additional filter used with the visitag. Impedance color option was used prospectively. The catheter is available for return. Other bwi products used during the procedure: ablation catheter, pentaray catheter, soundstar catheter, vizigo sheath. Real af registry. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).